Event description:
It was reported that a user experienced temporary loss of glucose readings from a dexcom g7 continuous glucose monitor (cgm) sensor with signal loss to the ilet, and the readings reappeared during the call after troubleshooting and education were completed. No adverse clinical symptoms reported. Outcomes included no clinical impact and no need for medical intervention or hospitalization. User support included user education and confirmation of restored cgm data transmission. Investigation of this case revealed no device malfunction and suggested a transient communication interruption between the cgm and the ilet without hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interference that resolved with standard troubleshooting.